Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2020-11-11. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-04-20 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: a device history record review was completed for provided lot number 2004153. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. Upon further review of the production process, it was concluded that material 309050 and lot 2004153 was manufactured in production line #1 while production line #2 was manufacturing a 5ml discardit china syringe. These two secondary packaging machines are managed by the same operator. Investigation conclusion: further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Root cause description: it has been determined that an error occurred in which the operator mistakenly introduced product from production line #1 into the secondary packaging process for the 5ml discardit china syringes. This error resulted in mixed product. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Rationale: we can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that syringe s2 5ml had needles missing. The following information was provided by the initial reporter: on (B)(6) 2020, when the operating room was sorting out surgical consumables, it was found that a row of disposable 5ml sterile injection needles was missing needle.